Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the affiliate that the tsb45 anvil would not close normally (no problem with stapling and cutting). Another instrument was used to complete the case. There was no consequence to the pt.